Manufacturer narrative:
Concomitant medical products: 429688 lead, implanted: (B)(6) 2012; dtmc2d1 crt-d, implanted: (B)(6) 2017. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead was exhibiting high and variable pacing impedance, oversensing in the form of short ventricular intervals, and noise. The patient had also received inappropriate high voltage therapy. The system was to be removed due to pending erosion. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The system was later reported to have been removed.

Manufacturer narrative:
Product event summary: the full lead was returned in segments and analyzed. The analysis indicated that the proximal conductor of the lead developed a fracture due to flexing while in vivo. The interior superior vena cava defibrillation cable was extrinsically fractured due to pulling/stretching. The interior right ventricular defibrillation cable was extrinsically fractured due to pulling/stretching. If information is provided in the future, a supplemental report will be issued.